Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose was 240 mg/dl. No additional information was provided. During troubleshooting. The pump was working as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.